Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
It was reported to baxter (B)(4) that the titanium adapter separated from the patient connector during use. There was no patient injury or medical intervention. There was patient involvement.